Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3887-28, lot# j0110885v, implanted: (B)(6) 2001, product type: lead. Product ID: 3550-29, lot# n536517, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of stimulation to their left leg on the evening of (B)(6) 2015 (same day of implant of the implantable neurostimulator [ins]). The stimulation then returned but then "shut off" again. The manufacturer's met with the patient on (B)(6) 2015 and an impedance check showed high (4000+) but not out of range values with contact #0. All other contacts were normal. Group impedance was 3000+ using contact 0. Impedances at the earlier replacement procedure were noted as normal at the time. The patient was programmed with contacts #0-, 1+, 2+. The patient was then reprogrammed without using contact 0 and the contacts were shifted to 1-, 2+, 3+. The patient felt the stimulation to their left again following the reprogramming and the issue was reported as resolved. The patient had a post-op follow up appointment scheduled for (B)(6) 2015 where the impedances were to be checked. The indication for use of the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.